Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The 95% stenosed target lesion being treated was located in the non tortuous and moderate to severely calcified left anterior descending (lad) artery. A 2.75x20mm promus element stent delivery system (sds) was advanced to the lad and the stent dislodged distally off of the sds. The stent was able to be retrieved by withdrawing the sds through the guide catheter and both devices were removed together. It was noted that there was a thrombus at the lesion location; however it is unknown whether this had occurred prior to or during the procedure. The procedure was completed with a different device. No additional patient complications were reported and the patient's status is fine. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).